Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that at the end of the procedure during exchanging the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for a short sheath, the white hemostatic valve came apart and the dilator was bent. Unable to discern if broken into pieces. There was no report of patient consequence. The physician did not indicate that any air entered the body nor that there was any blood loss. No intervention was required. The reported event was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and identified on june 10, 2020 that the device was received in the condition reported as the hemostatic valve was dislodged. In addition, the dilator was not returned. The hemostatic valve dislodged issue remains assessed as a MDR reportable issue.

Manufacturer narrative:
On 6/29/2020, the product investigation was completed. It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that at the end of the procedure during exchanging the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for a short sheath, the white hemostatic valve came apart and the dilator was bent. Unable to discern if broken into pieces. There was no report of patient consequence. The physician did not indicate that any air entered the body nor that there was any blood loss. No intervention was required. Device evaluation details: according to pictures provided by customer, the hemostatic valve was observed detached inside the hub. Visual inspection was perfomed and hemostatic valve was dislodged and dilator was not returned. A second visual inspection was performed and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed for the finished, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 7/15/2020, it was discovered that the manufacture date and expiration date were mistakenly omitted from the previous supplemental report. Those fields have been updated accordingly within this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).